Event description:
The customer reported a breach in transformer housing. The customer stated the transformer broke and screws came out.

Manufacturer narrative:
Customer follow-up is ongoing. Attempts to retrieve the product and additional information were unsuccessful. The product involved in the complaint has not been received for testing/analysis. While no conclusions can be made as to the cause of the event, the transformer housing coming apart and the screws coming off pose a safety risk. Although the product has not been evaluated, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored.